Manufacturer narrative:
The icp monitor was received for evaluation. DHR - unit was found to meet all criteria for release. Therefore, based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Manufacturing date: 15-aug-2011; UDI #: (B)(4). Failure analysis - the center was unable to replicate the issue reported. Lcd cable was replaced since it was broken. Testing was performed and the monitor was found to meet all specifications. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
A facility reported an alarms system failure of an icp express monitor.